Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were out of range (oor) high impedances of greater than 10,000 ohms on contact 2. It was reported that there was not disruption in therapy and contact 2 is not used in the programming. No interventions or actions were taken to resolve the oor impedance. No symptoms or complications were reported.